Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x1 rb barrel / flange was damaged. The following information was provided by the initial reporter: material: 309581 batch#: 5304809 verbatim: complaint via phone. Pir attached case description: customer states that when she was getting ready to do a vaccine she noticed that the plastic on the syringe was not sealed, there seems to be some sort of gap, and because of that all of the product leaked. Product: bd luer-lok syringe with attached needle 25 g. Ref#: (B)(4) lot#: 5304809.